Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Company representative reported a "saline implant with two serial numbers." One of the serial numbers was verified, and the device was implanted.

Manufacturer narrative:
Packaging evaluation: visual analysis of the returned packaging identified: device appearance to describe that device was not received, just received the outer lid with two labels with different serial numbers. Based on the device analysis the final assessment was: outer lid was received with two labels with different serial numbers. In addition, review of DHR for the repackaging work order (B)(4) did not identify any deviations, errors, omissions or non-conformances that may be associated with the reported device event. All saline breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. Even though documentation was found to be correct, CAPA(B)(4) was opened to address this event. A health hazard assessment was performed for this specific case and it was determined that the overall health hazard for this issue is negligible.

Event description:
Company representative reported a "saline implant with two serial numbers." One of the serial numbers was verified, and the device was implanted.

Manufacturer narrative:
A sister report detailing the findings for the device associated with the extraneous label is filed as manufacturer report number 9617229-2018-04705.

Event description:
Company representative reported a "saline implant with two serial numbers." One of the serial numbers was verified, and the device was implanted.